Manufacturer narrative:
The device was marked as available for evaluation in section d10; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a knee arthroscopy procedure using a rfb, cam control unit, high def, it was reported that the camera would not go to live video. The camera, light cord and shaver were being hooked up for the case at the time of the device failure. A backup device was unavailable and the case was cancelled. The patient was under general anesthesia and draped when the surgeon cancelled the procedure. The patient was discharged from the hospital without further issue.